Event description:
On (B)(6) 2014 - ecolab received an email from (B)(6) regarding the product number pc3787 inoperative ultrasound probe covers. The hospital staff found the sticky tape was loose and floating around the cavity. When the hospital staff pulled the rubber band off the probe cover, the sticky blue taps that should stay on the cover was loose and floating around the cavity. The sticky blue taps should remain adhered to the probe cover for securing purposes. The sticky blue taps could have remained in the human body if no one from the hospital noticed the blue taps floating the probe cover.

Manufacturer narrative:
On (B)(4), a meeting regarding the issue took place on (B)(4) 2014 was conducted by regulatory affairs, quality, and rd staffs. After reviewing historical records of the product with analysis on the product, sold in the market; it was concluded that there were no complaints or adverse events documented in the past. It is concluded that the root cause for this incident just an isolated event. After our investigation, ecolab will keep design of the product the same. The device will be safe and effective according to the risk analyst records.